Event description:
On(B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013, at an unspecified time. The patient reportedly manages her diabetes with unknown type/dose of oral medication and denied making any changes to her usual diabetes management routine in response to the alleged issue. She claimed at an unspecified time after the alleged issue occurred; she developed symptoms of ¿sweating¿ and went to the emergency room (ER) at an unknown time that same day. She reported that a blood glucose test was performed using the ER meter (brand unknown) and a reading of ¿235mg/dl¿ was obtained. She denied receiving any treatment for her symptoms while in the ER. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The meter powered on with the test strips but not with the power button. Replacement products were sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.